Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to what appears to be rapid ventricular response due to atrial arrhythmia. Technical services (ts) provided a review of the reports with the clinician. This ICD remains in service. No additional adverse patient effects were reported.